Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Devcie not returned.

Event description:
As reported to coloplast though not verified, the tip of the introducer broke during the procedure and was not recovered.